Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17026438 is 10885403237652. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the filter leaked and that there were orange spots noted during an epoch chemo infusion at 20.8ml/hour that had been hanging for a few hours. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: spike adapter; non-bd extension set; spiro connector; 3 curos caps. The customer¿s report that a filter leaked during an epoch chemo infusion at 20.8 ml/hour was confirmed and replicated. Visual inspection of the suspect extension set under magnification identified orange discoloration, expansion, and slight tearing of the membrane at the filter vent. Functional testing observed a leak at the suspect extension set¿s 0.2 micron filter vent. The root cause of the filter vent leak was due to the filter¿s membrane being compromised.